Event description:
It was reported that the generator received an error message stating that the output current was low on the generator. The error sated: "program current is possibly not being delivered at specified level "possibly limited by battery voltage, lead impedance, or other reason). Reprogram the generator to a lower output current and a wider pulse width, the perform system diagnostics" no settings or generator data has been reviewed to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Later, tablet data from the generator was received and reviewed in which it was determined that the cause of the low output current was due to the constraints for ohms' law. Give the impedance, voltage and programmed output current of the device, the device was unable to send the desired output current as programmed. No other relevant information has been received to date.